Event description:
My doctor injected sculptra into the upper cheeks on my face. I had an adverse reaction to it that has not subsided. I grew several hard nodules, some rather large, underneath my eyes -near the hollows-. These hard nodules are above the injection site. The nodules began growing approx 6 months after the sculptra was injected in my cheeks. Although my doctor noted that small, minor lumping may occur, he told me that the likelihood was very slim and that he would be injecting small amounts over a period of time, and also massaging it a lot right after the injection -which I continued to do on my own afterward-. The nodules are hard, painful, and make it difficult to close my right eye. It is so painful and uncomfortable, and because of that, completely traumatic. I have also become permanently disfigured. Currently, I am in the process of trying to locate a doctor who might be able to help me by cutting out the lumps. Because they are not situated right below my eyes, I doubt anyone will be able to help. My life has changed drastically since my doctor injected sculptra into me. The physiological ramifications, apart from the physical ones, alone are enough to warrant this product from being illegal in this country. The significant risks of permanent disfigurement undoubtedly outweigh the benefits. Ten day course of oral steroids -prednisone-, taken (B) (6) 2009, three years after the treatment event. Dose or amount: 1 small vial -? Cc's-; route: sq. Dates of use: (B) (6) 2006 - (B) (6) 2006. Diagnosis or reason for use: growth of hard nodules - subcutaneous.